Event description:
Caller alleged imprecision with inratio meter. Results as follows: 2006, first test inr = 0.9 second test inr = 1.8.

Manufacturer narrative:
Inratio precision data provided by end-uder lot 060102: 2006, first test inr = 0.9, second test inr = 1.8. Mean = 1.35; sd = 0.63; %cv = 47%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be investigated.